Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was explanted. No product allegations have been received at this time. A new pacemaker and right ventricular (rv) lead were successfully placed. No additional adverse patient effects were reported. This rv lead has not returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker system was explanted due to a bacterial infection. This lead has returned for analysis. This report will be updated should additional information become available or if analysis is completed. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was explanted. No product allegations have been received at this time. A new pacemaker and right ventricular (rv) lead were successfully placed. No additional adverse patient effects were reported. This rv lead has not returned for analysis. Additional information was received that the patient with this pacemaker system experienced infection. As a result, a temporary pacemaker and rv lead were placed while the patient received antibiotics. No additional adverse patient effects were reported. This rv lead has returned for analysis.